Event description:
Issue: the "key rate" option sets a delay on the sensitivity of the touch keys which requires the users to hold any key for much longer than usual. The key rate on the belmont ri-2 was set to low which is the slowest response, frighteningly almost unusable. Each key rate has a specific latency and is determined by the user's release of the key instead of depress (old belmont fms2000). That is why holding the keys down for longer will not activate any function on the new belmont ri-2. Reported by the user: when set to low on the original belmont, the device is a little slower to respond to clicks as intended, but is still easy to use. However, when the ri-2 is set to low, the device is almost unusable. It was very frightening to have a belmont full of blood which we could not utilize during an emergent take-back for bleeding. If an "original" belmont had not been immediately available (we transferred the same canister/tubing from the ri-2 directly to the original), the patient may have experienced an adverse outcome. Manufacturer response for rapid infuser, belmont rapid infuser ri-2 (per site reporter): details unknown of all actions planned. Additional in-service was planned with operating room (or) staff.